Manufacturer narrative:
(B)(4). Evaluation, method: (films). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; changes in vessel morphology). Conclusions: known inherent risk of procedure (migration, endoleak); device failure related to patient condition (disease progression; changes in vessel morphology).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The original aneurysm and vessel morphology was not reported. The current diameter of the proximal aortic neck is 27 - 35mm. It was reported that a CT done approximately four years post index procedure revealed a separation of the bare springs from the stent graft material. The bare springs remain at the renal arteries, while the stent graft has migrated distally with a proximal type I endoleak present. There has been no intervention performed however the physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. Review of returned 3d post-implant worksheet shows that the bare spring is located with the apices near the renal arteries. The remaining stent graft is 2-3 cm below the bare spring. From the images provided, the left-right neck angulation appears minimal, but the neck angulation in a-p is uncertain. The proximal neck diameter is currently conical; increasing in diameter from 27 - 35mm from the renal arteries to 10mm below the renal arteries. The cause of the bare spring separation and associated c-bar fracture is uncertain. The stent graft migration is likely due to disease progression and loss of additional proximal fixation from the bare spring. It is possible that morphology changes may have caused the separation.

Event description:
The patient underwent a secondary intervention, and the stent graft was explanted.